Manufacturer narrative:
According to the field, the ra lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead perforated the patient's superior vena cava. The physician believed the guidewire for the lead may have been responsible for the perforation. The lead was removed from the patient and the procedure was completed without a ra lead. The patient's blood pressure and vitals were all fine. The ra lead was never in service. No adverse patient effects were reported.